Event description:
Boston scientific received information that during defibrillation threshold testing, this implantable cardioverter defibrillator (ICD) detected large and small signals; the right ventricular lead had been placed high on the septal wall. The patient had very fine ventricular fibrillation which resulted in two dropped beats. The device diverted, redetected and shocked the patient.

Manufacturer narrative:
No adverse patient effects were reported. Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Subsequently information was received in which initially the wrong model/serial numbers of the lead were reported. The model/serial numbers have now been corrected.

Event description:
--